Event description:
An alarm issue was reported with the abbott diabetes care (adc) application in use a iphone 14 pro, os 17.3.1, app version 3.5.0.8863. The low and high glucose alarms did not sound when expected and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of "glass of coca-cola and one dextro energy candy" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported freestyle libre 3 app complaint. The customer reported delay in low glucose alarm. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle libre 3 app. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark did not observed at the base of the tail. Sensor state 8 with event code 11,224,227 and 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Functionality test was performed on the sensor by checking if 5 ble packets were received to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The current was applied to the sensor to perform accuracy testing using connector key while in the test fixture. All results were within specification. Sensor was restored to storage state and activate with known good reader to receive first 5 ble (bluetooth low energy) packets. First 5 ble packets were successfully received with the blc count and rssi (received signal strength indicator) are present for all packets. The passing of functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) application in use a iphone 14 pro phone with ios version 17.3.1 operating system. The low and high glucose alarms did not sound when expected and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of "glass of coca-cola and one dextro energy candy" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The customer experienced a "low and high glucose alarms did not sound when expected" with the freestyle 3 application. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved and ios 17.3.1, and was not able to reproduce the complaint. There were no issues identified with the freestyle 3 app during replication that would have led to the reported issue. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.